Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 17-apr-2010, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient¿s implantable drug infusion device. The drugs being delivered were fentanyl and bupivacaine with unknown concentrations and doses. The reason for use was spinal pain. It was reported that the caller is performing MRI due to potential granuloma at the insertion site of the intrathecal catheter. The event date of the potential granuloma was asked and unknown. The patient has had urinary incontinence ¿for several days now¿ prior to the call date of (B)(6) 2018. It was unknown if this was a sudden or gradual change in therapy/symptoms. The hcp also stated the patient has had lower back pain building over the last 3 weeks. The pain has been on the lower left side and the patient has also had midline pain, and pain down the left leg with burning sensation. The patient has also had tingling and numbness in left foot. The MRI procedure due to a problem with the device. It was unknown if the symptoms were related to the device or therapy. The patient is in ed and is going to be admitted. The hcp was requesting a manufacturer¿s representative (rep) be paged for post MRI check. There were no further complications reported/anticipated.